Event description:
This is a non-incident case and was detected as being a legacy case from conceptus and was entered in argus on 05-may-2015. The medical content of the case was not changed. This is a study case report received from an investigator in (B)(6) on 27-oct-2010 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: 02435 on (B)(6) 2010, during essure (fallopian tube occlusion insert) insertion for permanent sterilization, a perforation occurred and patient experienced procedural pain additional information received on 07-may-2015: ptc (product technical complaint). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this bundle ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 28-oct-2016. The patient was not pregnant. On (B)(6) 2011 essure was inserted for permanent sterilization. The event procedure failure was reported by investigator. However it was confirmed that event punctiform perforation of the insert which was the reason for procedure failure should replace event procedure failure. The previous reported event perforation during insertion was changed to punctiform perforation of the insert. The onset date of this event and outcome were unknown. Tubal patency was seen on hsg on (B)(6) 2011, the physician suggested to the patient to undergo laparoscopy with salpingectomy and insert removal. Stop date of essure was reported as 2012. However, no mention was present in patient's file concerning this intervention of laparoscopy with salpingectomy and insert removal. At phone call for follow up at 5 years, the patient mentioned tubal ligation. This intervention which would have been performed in view of lack of contraception was also not mentioned in patient's file at the hospital. The investigator considered the event punctiform perforation of the insert, serious due to medical significance and related to essure. Follow-up information received on 03-nov-2016: no new clinical information received follow-up information received on 07-nov-2016: the investigator has no additional information. It was not possible to clarify the method of removal. Nca number: (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-nov-2016 for the following meddra preferred terms: uterine perforation: the analysis in the global safety database revealed 335 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment:this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study ((B)(6)). She had a perforation during essure (fallopian tube occlusion insert) insertion. According to additional information, the investigator considered this event related to essure and recommended essure removal. However, no evidence regarding this procedure was found in patient's files and a tubal ligation was mentioned by patient in 5 year-interview. The reported event, regarded as uterine perforation, is anticipated according to essure's reference safety information and was considered serious due to medical importance. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, as the event occurred in association with essure placement, causality with the suspect insert/ insertion procedure cannot be excluded. Although the procedure for the device removal was not clear, a stop date was provided. Since the investigator considered this event related to essure and recommended the removal, this case is regarded as incident. Despite follow up attempt, no further information was obtained.

Manufacturer narrative:
Quality safety evaluation received on 01-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no med dra llt can be provided. Correction following reconciliation with study database received on 06-dec-2016. The event procedure failed (onset date (B)(6) 2011) was added. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-dec-2016 for the following meddra preferred terms: uterine perforation: the analysis in the global safety database revealed 347 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(6)). She had a perforation during essure (fallopian tube occlusion insert) insertion. According to additional information, the investigator considered this event related to essure and recommended essure removal. However, no evidence regarding this procedure was found in patient's files and a tubal ligation was mentioned by patient in 5 year-interview. The reported event, regarded as uterine perforation, is anticipated according to essure's reference safety information and was considered serious due to medical importance. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, as the event occurred in association with essure placement, causality with the suspect insert/ insertion procedure cannot be excluded. Although the procedure for the device removal was not clear, a stop date was provided. Since the investigator considered this event related to essure and recommended the removal, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow up attempt, no further information was obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc updated on 31-jan-2017. (B)(4). Complaint description does not specifies if procedure failure was caused by the device. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-feb-2017 for the following meddra preferred term: uterine perforation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She had a perforation during essure (fallopian tube occlusion insert) insertion. According to additional information, the investigator considered this event related to essure and recommended essure removal. However, no evidence regarding this procedure was found in patient's files and a tubal ligation was mentioned by patient in 5 year-interview. The reported event, regarded as uterine perforation, is anticipated according to essure's reference safety information and was considered serious due to medical importance. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, as the event occurred in association with essure placement, causality with the suspect insert/ insertion procedure cannot be excluded. Although the procedure for the device removal was not clear, a stop date was provided. Since the investigator considered this event related to essure and recommended the removal, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow up attempt, no further information was obtained.